Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display found on event date sept. 04, 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube. Blank display due to moisture damage on the pcba 1 / pcba 2 / harness assembly / corroded battery tube. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had turned off and fluid in the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.